Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd alaris pump module smartsite infusion set, the device experienced leakage. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that the tubing leaked.

Manufacturer narrative:
H6: investigation summary: no photo or sample was received for the customer's complaint of leakage. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review for model 2434-0007 lot number 20096376 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 11sep2020. There were no quality notifications issued for the failure mode reported by the customer during the build of this set. H3 other text : see h10.

Event description:
It was reported when using the bd alaris pump module smartsite infusion set, the device experienced leakage. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that the tubing leaked.